Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to high blood glucose around (B)(6) 1998 with blood glucose of 700 mg/dl at the time of the incident. The customer was flying to (B)(6) and went through a metal detector. Her pump stopped working while on the flight, and she had to use manual injections and went to the hospital when she landed. The customer used manual injections and was put on intravenous insulin to treat. The customer experienced diabetic ketoacidosis. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the pump is no longer available. Customer has been hospitalized 10 times for lows and highs, but can only remember 5 hospitalizations. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided were incorrect with the initial report. The correct information has been provided with this report.

Event description:
Customer called and reported that they received emergency medical assistance with a blood glucose of around 260 mg/dl on (B)(6) 2016. She was at her daughter's new college, she had gone in for an audition and was sitting in a ballroom but she had bottomed out. She had a mini stroke and was in hospital for about 3 days and the paramedics came and she had given herself a glucagon, a lot of food, and two sodas. In the hospital they took her off the insulin pump for MRI's and x-rays. Her insulin pump was off for a few hours and they let her blood glucose levels get to around 400 mg/dl. They put her on IV drips for the first 2 days and then released her. The insulin pump will not be returned for analysis.